Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his unknown brand meter was reading inaccurately. On (B)(6) 2013, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began approximately 2 years ago in the month of (B)(6). He tested with the subject meter and observed an unknown inaccurate result. It is not known what range the patient considers to be normal. The patient manages his diabetes with an unknown type/dose of insulin and is a self adjuster. He reported that he increased his dose of medication by an unknown amount in response to the alleged issue. At approximately the same time as testing, he claimed he developed symptoms of profuse sweating and almost lost consciousness. He reported an emergency medical service's meter was used to check his blood glucose but did not provide the value obtained. He reportedly self treated with an unknown amount of insulin. Troubleshooting could not be performed since the patient had already disposed the products. Based on the information provided, this complaint is being reported because the patient claimed he received an inaccurate unknown result on the subject meter and developed symptoms suggestive of serious injury after the alleged issue began.